Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted:(B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a health care provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid 10 mg/ml at a dose of 2.1 mg per day via an implantable pump for non-malignant pain and failed back surgery syndrome. The patient's medical history was unable to be obtained; the rep was not able to legally ask in their geography. The patient's concomitant medication was not able to be obtained as well. The patient's pump incision in their left buttock had two wounds draining. The health care provider (hcp) opted to replace the pump and place it in a new location as he didn't feel the incision had ever healed properly post operation. In terms of what led to the event, the patient had a reaction to the suture that was used to close the incision of the pump pocket. The event date was unable to be obtained. The hcp had reopened the pocket previously but proper healing hadn't taken place. No diagnostics/troubleshooting occurred. The issue was considered resolved at the time of report. The patient's status at the time of this report was listed as "alive - no injury". The pump would not be returned, the customer discarded it. No further information was provided. If additional information is received, a follow-up report will be submitted.